Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the treatment of a thoracic aneurysm. It was reported during the index procedure after the stent graft was implanted in zone 2 a type ia endoleak was suspected. The physician embolized the lsa using coils and the endoleak resolved. An antiplatelet agent was then administered however the endoleak was detected again. The physician opted to end the procedure at this time. The cause of the event is undetermined but the physician did comment after the coils appeared to be moving due to the flow of the endoleak. No additional clinical sequelae were reported and the patient will be monitored.